Manufacturer narrative:
Concomitant products: product ID 8835, serial # unknown, product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Telemetry with the personal therapy manager (ptm) confirmed a critical alarm was occurring due to an empty reservoir volume being reached as the patient saw code 8286 on the ptm. The patient¿s healthcare provider (hcp) was returning from vacation on the date of the report. They had a refill appointment tomorrow at 1:00. They spoke to the hcp¿s nurse today, and the patient was informed that they would be fine until their refill tomorrow. The date on the patient¿s refill showed (B)(6) 2015. The patient believed they had heard the non-critical alarm for low reservoir, but they were not sure when they started to hear it. The patient thought the ptm was the issue. The patient stated they successfully received a bolus on the morning of the report at 9:00 am. They then attempted another lockout at noon and received the empty reservoir code. On (B)(4) 2014 information was received from the patient indicating they received assistance from their doctor or representative on (B)(6) 2015 and their concerns were resolved. They did not have concerns with their device or therapy. The pump contained dilaudid (concentration unknown by reporter; dose 10 mg/day).